Event description:
A locking screw became lodged in the mating plate and eventually broke, leaving the lower portion in the pt (inside the threads in the plate). The screw is not essential in securing the plate, no harm or effect came to the pt